Event description:
Per the clinic, the patient experienced poor performance with the device from activation, leading to device non-use. Additionally, the device was reported to have limited MRI compatibility. Subsequently, the device was electively explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.